Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Sn (B)(4).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring between 20.3 - 32 mmol/l with associated symptoms of polydipsia, confusion and dehydration. The patient treated self with insulin. The patient reportedly did not require any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged and issue with occlusion and settings. Animas customer technical support has requested further information regarding this reported event. If further information is received, an updated report will be submitted. This complaint is being reported because the patient reportedly experienced a serious injury while on insulin pump therapy due to a pump issue.

Manufacturer narrative:
Follow-up #1 date of submission 10/12/2016: follow-up information was received from the reporter on 10/12/2016 indicating that the reported adverse event was not associated with use of the pump. The issue was determined to be associated with air bubbles in the cartridge. There is no defect with or misuse of the pump identified at this time. The adverse event with the associated cartridge issue will be reported on a separate medwatch report.